Event description:
It is reported that the patient underwent an in office aspiration. The patient was then revised with possible metal reaction due to corrosion.

Manufacturer narrative:
This report will be amended when our investigation is complete.